Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 5 bd vacutainer® buffered sodium citrate (9nc) blood collection tubes overfilled. The following information was provided by the initial reporter: " it was reported that at least five 2.7 ml sodium citrate tubes required redraws due to overfilling. Per email: we¿ve experienced at least five 2.7ml sodium citrate tubes ref (B)(4) that required redraws due to overfilling in the last few days. Lot # 0345722; expiration 2021-09-30 (the two today were both vacuum fill drawn, 2 different draw personnel, both this lot) I¿ve asked the coagulation dept. To save any blue top rejected for overfilling. & I will keep you updated now that we are requesting the specimens to be saved for us. Has any other customer reported this issue?"

Event description:
It was reported that 5 bd vacutainer® buffered sodium citrate (9nc) blood collection tubes overfilled. The following information was provided by the initial reporter: " it was reported that at least five 2.7 ml sodium citrate tubes required redraws due to overfilling. Per email: we¿ve experienced at least five 2.7ml sodium citrate tubes (ref 363083) that required redraws due to overfilling in the last few days. Lot # 0345722; expiration 2021-09-30 (the two today were both vacuum fill drawn, 2 different draw personnel, both this lot) I¿ve asked the coagulation dept. To save any blue top rejected for overfilling. & I will keep you updated now that we are requesting the specimens to be saved for us. Has any other customer reported this issue?"

Manufacturer narrative:
H6: investigation summary : bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for overfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.